Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the base handle was closed without 6in transitional installed and deformed the hole. The 6in transitional teeth, adjustment wrench thread, shock cushion, and 1/4in pin are all worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers 3004608878-2021-00359 and 3004608878-2021-00360. A facility reported that the locking arm on the mayfield ultra base unit (a2101) does not feel secure. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.